Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the device began surging and slowing down. Then the unit stopped and would not restart. The procedure was successfully completed by removing the tissue, piece by piece, though the trocar with no additional incisions or incision extension necessary. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 02/20/2009. Device will not restart - conclusion: the actual device involved in this event was returned for eval. Using a disposable hand piece, the unit was able to rotate the blade in both directions at all speed levels. The eval was unable to duplicate the reported symptom.